Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. At the time of the initial report, the customer advised that strips from lot 303237 may have been used with code key lot 302612. Customer also advised that strips had been transferred out of original vial and stored in another vial (lot number unknown). Customer returned two vials of strips, lot 303237 and lot 302612. It is unknown which lot of strips were used in the reported event of discrepant results. Device evaluation is anticipated, but has not yet begun.

Manufacturer narrative:
At the time of the initial report, the customer advised that strips from lot 303237 may have been used with code key lot 302612. Customer also advised that strips had been transferred out of original vial and stored in another vial (lot number unknown). Customer returned two vials of strips, lot 303237 and lot 302612. It is unknown which lot of strips were used in the reported event of discrepant results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 250 mg/dl and 118 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.